Event description:
It was reported there was noise on the lead. It was also reported the patient received an inappropriate shock. A new lead was placed for pacing and sensing and the high voltage portion of the lead remained in use. It was later reported the impedance for the shocking coil of that same lead measured less than 20 ohms. The lead was then capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.